Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 300 units of insulin. Additionally, the customer reported noticing being able to withdraw 50-60 units of insulin, when the insulin gauge displays 0 units. During review of the pump data logbook, tandem technical support was unable to confirm the reported information. There was no impact to the customer's blood glucose level. It was confirmed that the customer will continue using the pump until the replacement pump arrives.